Manufacturer narrative:
In response to an FDA request, this report has been escalated to an adverse event. This supplemental report was submitted to provide correction to section b1, b2, h1 and h6.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer. The product was sold most recently on: 03.02.2020. The issue reported by the customer is evaluated as plausible. According to the event description, the tip of the affected electrode melted and a fragment fell into the patient. It remains unclear if the fragment was retrieved from the patient¿s body. This is a known error pattern. The wire at the distal end of the electrode is broken, and the wire ends are very likely melted and shaped into balls. The cause for the reported issue is very likely wear and tear. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future.

Manufacturer narrative:
The electrode was not returned to the service center for evaluation. The exact cause of the reported failure cannot be determined at this time. However, the most likely cause of the failure is that the device may have come into contact with a metal material during the hf output, or excessive force or stress was applied to the electrode loop during use. The instruction manual contains warning statements in an effort to prevent damage to the device. "When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged." The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during a video hysteroscopy procedure, the tip of the electrode melted and a fragment fell into the patient¿s cavity and caused a minor bleeding. It is unknown if the intended procedure was completed. There was no patient injury reported.